Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call being hospitalized due to high blood glucose levels. The customer did not know the blood glucose reading. The customer advised that the hospitalization was not related to diabetes. He stated that he had a full body infection and found that the issue was primarily a spinal infection. Upon admission, he was treated with antibiotics. He had not been wearing the insulin pump at the time of hospitalization, as he was waiting for a replacement insulin pump and was unable to use his current device. He did not specify how long he had been disconnected from the insulin pump prior to the hospitalization.

Manufacturer narrative:
Please see medwatch report # (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.